Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative replaced two cables. The imaging system then passed the system checkout and was found to be fully functional. The suspect digital visual interface (dvi) cables were returned for analysis. The 6ft dvi-d cable had no fault found. The suspect 6ft dvi-m to hd cable was returned for analysis. There was an open connection in the wire causing the failure.

Event description:
Medtronic received information regarding a navigation device. It was reported that the navigation console would intermittently go green. When the dvi cord was wiggled, the navigation would often return to its normal display. There was no patient impact. No complications were reported/anticipated.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.